Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer's site at the time of the event. The cse determined that the bracket is above the waste bottle and not in the direct path of potential leaking fluids. There were no chemical or biological hazard substances leaking around the bracket area and the cse observed that there was no evidence of prior spillage around the bracket area. Upon the customer's request, the cse filed the bracket to prevent recurrence of event. Based on the immulite 2000 systems immunoassay system operator's guide, the user should "wear personal protective equipment such as safety glasses, gloves, lab coats, or aprons when working with possible biohazard contaminants." The customer was not wearing gloves when she intended to empty the waste bottle. Siemens is investigating this issue.

Event description:
A customer sustained a cut to the finger while performing maintenance on the immulite 2000 xpi system. The customer intended to empty the waste bottle, without gloves, when she cut her finger on a metal bracket above the waste bottle. The cut was cleaned and dressing was applied. No further medical intervention was required. Patient care was not impacted by this event. There are no known reports of medical intervention (beyond first aid) or adverse health consequence due to the cut on the customer's hand.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2018-00018 on (B)(6) 2018. Additional information (B)(6) 2018): siemens investigated how the user came in contact with the metal bracket by inspecting multiple in-house immulite 2000 and immulite 2000 xpi instruments, and determined that under normal operations, it is possible for the operator to come in contact with the metal bracket when removing the liquid waste bottle. Further investigation determined that the operator can avoid contact with the metal bracket by opening the hopper when removing the liquid waste bottle. No further evaluation of this device is required.